Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer via a device manufacturer representative regarding a patient receiving fentanyl (75 mcg/ml at 699.4 mcg/day) via an implantable infusion pump. It was reported that the pump "started beeping on (B)(6) 2020 but the healthcare provider (hcp) was on vacation so when the pump was refilled there was "not one drop left in the reservoir." It was noted that the patient was not scheduled for a refill until (B)(6) 2020. No symptoms were reported. No further complications have been reported as a result of this event.